Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name of index surgery? Please specify the body part/location of trauma on which the index surgery was performed? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the wound re-sutured? And when? What was used for re-suturing? Were cultures performed? Results? What type of anti-infective medication was given ( oral, topical or etc)? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were there inflammation symptoms resolved after suture removal?

Event description:
It was reported that the patient underwent a surgery for trauma on (B)(6) 2020 and the suture was used. It was reported that the patient experienced erythema, post-op inflammation and pain on the wound a day after suturing the wound caused by trauma. The suture was removed and the patient was given anti-infectious medicine for treatment. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/03/2020 the following information was requested, but unavailable: name of index surgery? Please specify the body part/location of trauma on which the index surgery was performed? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the wound re-sutured? And when? What was used for re-suturing? Were cultures performed? Results? What type of anti-infective medication was given ( oral, topical or etc)? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were there inflammation symptoms resolved after suture removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.